Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, not all cubies opened, and the station was restarted. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) noted that the customer contacted the tsc and confirmed the issue had been resolved. A foreign object was identified as the cause. The customer later called back and again confirmed that the issue remained resolved. The system functioned as intended after the customer resolved the issue.